Manufacturer narrative:
For the reported event, lot number was not provided. The sample was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unk vascutrak 2 pta balloon dilatation catheter allegedly experienced device dislodged or dislocated . This report was received from a single source. This event did involve patient with no reported patient injury. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
H10: the lot number was provided, therefore a lot history review was performed. The sample was returned and the investigation is unconfirmed for the reported marker band imaging issue. The definitive root cause for the reported marker band imaging issue could not be determined based upon available information. The device was labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model v185040 pta balloon dilatation catheter allegedly experienced device dislodged or dislocated . This report was received from a single source. This event did involve patient with no reported patient injury. Age, weight, and gender were not provided for the patient.